Event description:
Revision surgery - due to a periprosthetic fracture.

Manufacturer narrative:
The reason for this revision surgery was due to a periprosthetic fracture after 42 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) part (part number: 42501011-12) scrapped due to documentation. Ncmr (B)(4) showed (B)(4) part (part number: 411-00-000) scrapped for failing first piece inspection. A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause of the injury was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.